Manufacturer narrative:
The t:slim x2 user guide states, ¿make sure a sensor glucose reading shows in the upper right portion of the cgm home screen before calibrating.¿

Event description:
Reportedly, the customer entered calibrations during periods when no values were present.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 50, and the meter bg reading was 120 mg/dl. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.